Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.